Event description:
A physician reported that her pt began experiencing pain immediately following essure micro-insert placement; only 1 micro-insert was placed. The micro-insert was eventually removed laparoscopically; during removal, it was discovered that the micro-insert perforated that pt's fallopian tube and the micro-insert was found in the omentum. The physician has not communicated with the pt following removal, so it is unk if the pt's symptoms have resolved.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.